Event description:
It was reported, that the right atrial lead exhibited noise, due to dislodgement. The physician alleged, that the dislodgement occurred, due to twiddler's syndrome. The lead was explanted and replaced. The patient was stable.